Event description:
The customer reported that alarms are not working. No patient harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.